Event description:
It was reported that there was no capture in all left ventricular (lv) lead pacing vectors. Fluoroscopy revealed that the lead was dislodged and was sitting in the coronary sinus body. A partial lead extraction was done as the distal end of the lead got lodged in the innominate vein area during extraction. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator, 2009 (B)(6); 4076 implantable pacing lead, 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.